Event description:
Second revision surgery - due to shoulder pain. This is a revision of the conversion from a turon to reverse shoulder prosthesis on (B)(6) 2015. Thought to be possibly infected; it was not. No determination of source of pain. Please refer to (B)(4).

Manufacturer narrative:
Incorrect state was listed for the initial reporter's address on the initial report. The reason for this revision surgery was shoulder pain and a suspected infection after 9 days of implant use. This is the second revision for this patient. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Initial or prolonged hospitalization was required. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 16 prior complaints reported against this part number; summary of investigations: 9 dislocation, 2 instability and looseness, 2 trauma, 1 pain, 2 infection. This is the first complaint against this lot number. The patient was thought to have an infection but the patient did not have an infection. The surgeon reported no issues associated with the explanted product and provided no information that definitively described the root cause or reason of the joint pain. No other conditions relating to this event could be determined with confidence. Factors that may contribute to joint pain that are not associated with the implant are: improper implant selection, degenerative bone disease, patient non-compliance with medical instructions. This investigation produced no indications or suggestions of a product or process issue affecting implant safety or effectiveness.